Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a blurry image. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was partially confirmed. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: pierced on the distal sheath is due to a-rubber glue separated. The most probable cause of the complaint is cause traced to component failure. Regarding the other reported malfunction " blurry image", the investigation was not able to confirm and since the device malfunction was not confirmed during evaluation, the definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.